Manufacturer narrative:
G2: the netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient recently started to occasionally feel shocks near his ins. He has a tonic program, which he still feels well. There were no problems with charging, and he can adjust the strength without any issues. Impedances haven¿t been measured yet. The patient was going to be invited in to the clinic.

Manufacturer narrative:
Corrected data: h6 code. A071209 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was reported that the nurse had an appointment with the patient on (B)(6) 2026. At the appointment, the nurse gathered more information which was sent to the manufacturer's technical services for analysis. Device serial number and implant date were provided. Additional information was received from the nurse via the rep. It was reported that since christmas, the patient had been experiencing shocks. On (B)(6) 2025, the patient also underwent a covered endovascular reconstruction of the aortic bifurcation (cerab) surgery in almelo via both groins for a trouser prosthesis of the arteries. During this time, the system was turned off. Around christmas, the patient experienced shocks several times per hour which continued for a few days. Gradually, the shocks decreased. The week prior to (B)(6) 2025, the patient experienced three shocks. The shocks did not occur while standing but mainly occurred when sitting, when lying down, or while raising the right arm. The patient could feel the shock coming as the area around the ins became painful, then within a few seconds, a shock occurred. However, a shock did not always appear; sometimes it was just a painful spot. The shock itself lasted a few seconds. When the system was turned off, there were no shocks. Adjusting the system to a higher or lower setting did not have any effect, the intensity of the shocks remained the same. The patient could not provoke the shocks with certain positions or by palpating the ins pocket. A session report was provided. Additional information was received from the manufacturer representative (rep) stating in order to resolve the shocking, the system has been reprogrammed. It was not yet known what the result will be. Additional information received from a rep reported that the shocking has been resolved with the reprogramming. It was noted that this information was confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.